Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that upon performing a self test on the sys controller, a controller malfunction alarm would appear. The sys controller was exchanged to the back-up sys controller and the alarm persisted. After troubleshooting and further investigation, it was concluded that the basal rate in the pump was above the high limit set point in the controller which resulted in the self test failure. Although the alarm was present upon performing a self test on the sys controller, actual device function was not affected. Approx one week later, a decision was made to withdraw support and the pt expired due to continued multi-symptom organ failure (msof).

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.